Event description:
It was reported that prior to starting a da vinci si surgical procedure, the instrument was falling apart. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The customer complained that the instrument was falling apart but they did not specify which part was broken. Engineering inspected the instrument and some damage was found on the proximal end. The release lever was missing and the housing snaps were broken. The two rear housing pins and snaps were also broken off, indicating the instrument was mishandled. Engineering concluded the housing likely popped off during mishandling, causing the lever to fall out. The housing was then taped back on the chassis without the lever. Additionally, two indentations along the edges of the distal idler pulley were found. Various deep scratch marks exhibiting light material removal and a rough surface finish on the distal and proximal end of main tube were found. Engineering concluded the damage was also likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.